Event description:
Information was obtained from a literature report. It was noted that a patient underwent percutaneous coronary intervention under impella support for st-elevation acute myocardial infarction. On the sixth day, the impella device was removed, and the impella cp, which had been inserted via the right femoral artery, was surgically extracted in the intensive care unit. The patient had a history of stent placement due to bilateral external iliac artery stenosis, and a computed tomography (CT) scan upon arrival revealed calcification and severe stenosis in the right common iliac artery. Resistance was noted during the removal of the impella, and immediately after its extraction, there was no detectable pulse in the femoral artery, raising suspicion of acute arterial occlusion due to arterial dissection. A contrast-enhanced CT scan revealed occlusion from a thrombus in the common iliac artery, leading to the diagnosis of acute arterial occlusion due to thrombotic occlusion. Surgical thrombectomy and stenting of the right common iliac artery was performed in the hybrid operating room. Postoperatively, the dorsalis pedis artery was palpated well, and the patient continued without lower limb ischemia.

Manufacturer narrative:
A.1, a.4 and a.5 are unknown. D.4 catalog number, serial number, lot number, expiration date and unique identifier (UDI) # are unknown. D.6a and d.6b implant and explant dates are unknown. E.1 first name and last name are unknown. H.4 device manufacture date is unknown. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation, section: impella cp with smart assist catheter insertion, section: axillary insertion of the impella cp with smart assist catheter, section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."